Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 310-01-44 - equinoxe, humeral head short, 44mm (alpha), 300-10-15 - equinoxe replicator plate 1.5mm o/s.

Event description:
As reported by the equinoxe shoulder study, approximately 3 years post op the initial tsa, this 61 y/o female patient was revised due to septic loosening. Patient had cuff failure and humeral loosening. The case report form indicates this event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.